Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had 1 year remaining longevity. Device was using 121% of power. Boston scientific technical services (ts) verified patient was in chronic atrial fibrillation (af). The presenting showed a very fast af and atrial sensing was programmed on. Ts recommended turning off atrial sensing and explained that explant time will rise up. The health care professional (hcp) notified staff to check atrial sensing on atrial fibrillation (af). Additional information received indicated that reprogramming was done and field representative stated that there was likely a longevity issue with this device. The device remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that this pacemaker device had 1 year remaining longevity. Device was using 121% of power. Boston scientific technical services (ts) verified patient was in chronic atrial fibrillation (af). The presenting showed a very fast af and atrial sensing was programmed on. Ts recommended turning off atrial sensing and explained that explant time will rise up. The health care professional (hcp) notified staff to check atrial sensing on atrial fibrillation (af). Additional information received indicated that reprogramming was done and field representative stated that there was likely a longevity issue with this device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.